Manufacturer narrative:
(B)(4) concomitant medical products: bone screw p/n 00625006525 l/n 63059076; allen plug p/n 00801102024 l/n 63066612; ciolox delta ceramic femoral head p/n 00877503203 l/n 2700252; liner elevated rim p/n 00875200932 l/n 6272137. (B)(6). Reported event was confirmed by review of x-rays provided. X-ray review by external surgeon:acetabular cup is implanted in protrusio position, with a steep lateral angle of inclination. Cemented femoral stem exhibits nonuniform cement mantle, with possible extrusion of cement into soft tissues lateral to the proximal femoral shaft. Radiolucencies at the femoral component cement-bone interfaces and metal bone interfaces are consistent with loosening of the femoral component. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure one year post-implantation due to pain and poor cup position. Attempts to obtain additional information have been made; however, no more is available.